Event description:
(B)(4). I had a cyst rupture, which I had never had before. Started having very painful periods and heavy bleeding. Now I have endometriosis, severe fatigue, and sharp pain in my abdomen on both sides and my back. My insurance paid for my essure.